Event description:
The following has been reported: biomed reports: "red flashing errors happens on pump and they were not able to be turned off and had to have the internal batteries disconnected. No patient harm, and I have the pump on so you can retrieve the logs. The pump was infusing at tko when it started alarming rapidly flashing red lights and it was unable to be shut off or cleared. I then removed the internal batteries and cleaned before connecting the internal batteries and turning it back on and function testing the device. Did not alarm during test infusion." An initial review of the device logs reveals the following: processor hardware failure (linux core) an active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
Logs show device experienced many dhcp failures over several months. These failures are instances where the lvp is able to connect to the hospital's wireless network but the hospital dhcp server did not supply the lvps with an ip address. In order to attempt to recover from this failure, the lvp restarts its networking infrastructure to force a reconnection attempt. It appears from the logs that these attempts to reconnect also failed in the same way. In the logs it was observed that wpasupplicant (a part of the lvp networking infrastructure) had terminated unexpectedly several times. Each of these time a core file was generated. A core file is a file that gets automatically generated by the linux kernel after a program crashes. This file contains the memory, register values, and the call stack of an application at the point of crashing. On the lvp these core files are stored in the tmp directory which is a filesystem in ram. In the case of this complaint over 400 of these core files were generated which caused an out of memory condition. This caused the linux operating system to kill the clinical application process to prevent the operating system from running out of memory. Multiple attempts to reproduce this issue were unsuccessful. In order to attempt to reproduce, 2 lvps were connected to an access point that was configured with a non-responsive dhcp server. These lvps were run a combined 192 hours in this configuration. While this setup caused the lvp networking infrastructure to be repeatedly restarted as it was in the complaint lvps, the process did not terminate unexpectedly, and therefore no core files were generated.